Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and found to have a dislodged conductor wire at the grim crimp. The wire insulation was damaged, but the instrument passed the electrical continuity test. The conductor wire was exposed and had insulation damage was at the yaw pulley. The fbf instrument passed the electrical continuity test on every attempt. There were no signs of thermal damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the cable was frayed on the fenestrated bipolar forceps (fbf) instrument. The procedure was completed as planned with no reported injury with a backup fbf instrument. Intuitive surgical inc. (Isi) followed up to obtain additional information about the event. There was no arcing. There was no patient injury. Only the cable was frayed.